Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported experiencing blood glucose readings of over 300 mg/dl. Customer treated with insulin and the blood glucose readings begun to come down. Customer stated that they did not receive an alarm about a blockage. Customer stated that they put in a new set and their blood glucose readings are now 480 mg/dl. Customer believes that the insulin pump is not delivering insulin and the cannula may have been bent. Customer also received a sensor error. No further information reported.